Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis found that the snake wrist cables were broken at the distal end. The instrument could not be tested due to the broken snake wrist cables. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however, the damaged cables found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.

Event description:
It was reported that the vessel sealer instrument wires/cables broke during a da vinci hysterectomy procedure. No fragments fell into the patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.